Event description:
It was reported during a product eval, the plasmablade plus was being used in a tka (bilateral). The tissue looked the same because it didn't do anything. The tip stayed clean because it didn't work, the coag was leak.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(6) 2012. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record reveal no anomalies.